Event description:
Spontaneous call from patient who reported pump malfunction. She stated the pump alarmed this morning at 8 am when she was bending over. The error message said "pump stopped running due to power outage." She was able to troubleshoot and get the alarm to stop. The same alarm occurred again around 10:30 am when she bent over to dean. This is the first time she has ever experienced this issue. She stated that she usually changes the batteries on the weekend so saturday/sunday was the last battery change. She reported experiencing shortness of breath during the past couple of hours so she believes she might not have been getting medication. She was switching to backup pump while consulting with the author and declined for author to remain on the phone while she was getting the infusion started. Unk if her doctor is aware. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Unk; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes. Reported to (B)(6) by pt/caregiver.